Event description:
It was reported an internal electrical component sparked.

Manufacturer narrative:
Visual inspection of the unit revealed a broken terminal, connecting the heater wire to the thermostat, which had been broken and sparked inside the double-insulating heat-shrink. We also noted several other non-electrical components which had been bent or broken inside the heating element, clearly indicating a failure to follow instructions and a misuse of the product. We concluded that this report was attributable to misuse on the part of the consumer.